Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer's blood glucose level was 180 mg/dl. Customer stated that the insulin pump had moisture exposure. Customer stated that the insulin pump screen was black and vibrating. Troubleshooting was declined for blank display. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify audio or vibrate anomaly due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.